Event description:
During a lateral repair of the red, white area of the meniscus utilizing a fast-fix 360 curved ndl delivery, sys, it was reported that t1 deployed on two devices (ref: (B)(4)) on the wrong side of the meniscus. Due to the reported failure of the device, the surgeon performed a partial meniscectomy.

Manufacturer narrative:
Device evaluation: one fast-fix 360 reversed curve needle was returned for evaluation of the reported complaint mode, "implants misdeployed". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. The delivery assembly was able to be cycled and actuated as intended. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is warranted at this time. (B)(4).